Manufacturer narrative:
Neither actual nor companion samples are available for evaluation.

Event description:
In 2009, baxter was informed about a check lines and bags alarm on the homechoice (hc) machine during the last fill. The home patient (hp) stated that the heater bag was empty, but that the supply bag was full of solution. On the following month, the following additional information was obtained. The nurse reported a break in aseptic technique and peritonitis with culture positive for staph epidermidis in a female patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. In original month, the patient experienced a break in aseptic technique and it was considered resolved. On five days after the original month, the patient was hospitalized with peritonitis manifested by abdominal pain and cloudy fluid. For nine days, the patient was treated with vancomycin (dose, frequency and route not reported). On the second day, a peritoneal effluent analysis revealed cloudy dialysate and a culture revealed staph epidermidis. On day six, the patient was discharged from the hospital. Three days later, a peritoneal effluent analysis revealed clear fluid. A peritoneal effluent culture was also performed that day, but the results were not available. On that same day, the patient was considered recovered from the peritonitis.